Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow-up. Far r-wave oversensing on the atrial lead was observed. Programming changes were recommended. No further information is available.